Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had changed their program but they were not able to adjust stimulation when trying to increase settings. During the call, the patient described the implantable neurostimulator device as having the off screen. The patient reportedly had uncomfortable, strong or vibrating stimulation on the right leg. Stimulation was turned down and the issue went away. When the patient went home, she was not able to sleep and the whole right side was vibrating. Turning down the stimulation again resolved the issue. The right side was reportedly vibrating again and the patient decreased stimulation again which resolved the issue. Additional information has been requested regarding the device being off, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer when asked to clarify how/ why the ins was turned off reported that she was getting intense pulsing and vibration down the back of her right leg.